Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with a mildly calcified lesion in the left anterior descending branch. The vessel was bifurcated and tortuous. The lesion was pre-dilated. The physician tried to cross the lesion with a 2.5 x 33mm cypher select plus stent, but it was difficult to push the stent through the lesion, and it would not cross. The physician noticed that the distal end of the cypher was flared. The physician withdrew the product and used another cypher to complete the procedure. There was no reported pt injury.